Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box showed no evidence of a sudden drop in voltage that would indicate overheating occurred. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks were observed. There was no evidence of moisture contamination inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no alarms, overheating, or power losses. The pump electrical current draws were within specifications. The pump case was removed to find evidence of moisture contamination inside the pump on the battery canister, transceiver board and other printed circuit board components. No evidence of the pump overheating was duplicated during investigation. A battery was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the "battery was hot when he changed pump". There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.